Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain. Surgeon reported that the patient's femoral component was loose. Patient's knee construct was revised to a triathlon ts knee construct. Rep reported that no further information is not available.